Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. Troubleshooting was performed for damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.